Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose of 275 mg/dl which corrected over approximately 5 hours. The user reported he had not been pausing the ilet while disconnected for activities. The ilet alerted for the high glucose, and the user reported no symptoms.